Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release.

Event description:
The pt reported that the pump screen was broken and the pump was "not functioning"; no add'l info regarding the pump was provided.